Event description:
Pt in for adenotonsillectomy related to recurrent tonsillar infections and sleep disorder breathing. The pt rec'd burns in the shape of the crowe-davis retractor at the end on the case. The electric surgical unit was checked immediately and no deficiency was determined. In use at the time was valleylab suction coagulator lot number 149740 reference catalog e2505-10 fr. Hand held suction is positioned close to the electrical current button allowing it to be easily discharge current when intention is to suction. The hand control can be used in conjunction with foot control. There is no over-ride both can be engaged at the same time. Electro surgical generator valleylab force 2 (B) (4) - unit checked by bio-med in house and no deficiencies found-.